Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, about half way through the uterus morcellation, the device stopped. A 10 mm grasper was being used during the procedure and there was no indication that the grasper came into contact with the blade. The machine was turned off and the surgeon waited about two minutes. It was turned back on and the device still would not work. The handle detached and reattached, but the device still would not work. A second device was not available, so the procedure was completed as a laparoscopic assisted vaginal hysterectomy and the remaining 250 grams of the uterus were manually morcellated through the vagina.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.